Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
It was reported that on: (B)(6) 2007: the patient underwent x-ray of chest, 2 views due to cough. Impression: no evidence of pneumonia or congestion. Status post lower cervical fusion. (B)(6) 2007: the patient presented with the following preoperative diagnosis: cervical spondylosis with junctional fusion spondylosis instability at c7-t1. History of prior fusion c4 through c7. The following procedures were performed: 1. Decompressive laminectomy at c7-t1 with image guided volumetric stealth guidance with the iso-c 3-d imaging guidance. 2. Lateral mass screw placement at c6 and 7 with transpedicular screws at t1-2 with image guided 3-d device. 3. Microsurgical dissection at c7-t1 lateral transverse, lateral mass fusion, c6-7, t1-2. Per-op notes, the lateral masses were decorticated along with the transverse process tips of t1-2 and the local morselized autologous bone from laminectomy was mulched and placed laterally with a bone morphogenic protein gel sponge. Hemostasis was obtained with bipolar cautery.multi-axial screws, titanium rod, connectors and drill bit were used. The patient tolerated the procedure well and no complications were reported. (B)(6) 2007: the patient was discharged. (B)(6) 2007, (B)(6) 2007, (B)(6) 2007, (B)(6) 2007: the patient presented for a follow-up neurosurgery evaluation. (B)(6) 2007: the patient presented for a follow-up neurosurgery evaluation. The patient also underwent x-ray of cervical spine, 2 views. (B)(6) 2007: the patient underwent x-ray of cervical spine, lateral flexion and extension views. (B)(6) 2007: the patient underwent CT of the cervical and upper thoracic spine w/o contrast. Impression: at c2/3, severe left foraminal stenosis noted. At c3/4,moderate to severe bilateral foraminal stenosis noted. At c6/7, right-sided spurring is noted which appears to contact the ventral cord with severe right foraminal stenosis. At c7/t1, foraminal osteophytic spurring noted with moderate-severe bilateral foraminal stenosis. (B)(6) 2007: the patient underwent x-ray of cervical spine in flexion and extension. (B)(6) 2009: the patient presented with the following preoperative diagnosis: 1. Lumbar spinal stenosis. 2. Lumbar degenerative disk disease. 3. Right greater than left lower extremity radiculopathy. 4. Chronic low back pain. The following procedures were performed: 1. L4 laminectomy decompression with bilateral l4 and l5 foraminotomies. 2. L4-5 posterior spinal fusion with instrumentation. 3. L4-5 posterior lumbar interbody fusion with bone morphogenic protein autograft and allograft. 4. Intertransverse placement of locally harvested autograft. 5. Intertransverse placement of allograft bone and bone morphogenic protein. Per-op notes, the entire disk space was prepared thoroughly. The large amount of locally harvested autograft was thoroughly debrided of soft tissue and then morcellized in preparation for use as autograft both in the interbody and intertransverse space. A total of 12 ml of graft was harvested and prepared. This was augmented with 5 ml of vitoss bone graft substitute. A bone morphogenic protein autograft construct was placed in the midline, followed by 26-mm peek grafts with bone morphogenic protein autograft construct on the right at l4-5. The position of the graft was checked using the c-arm image intensifier in the lateral plane. Attention was turned towards intertransverse fusion. The transverse processes of l4 and l5, the pars interarticularis at l4, and the remaining facet joints were all thoroughly decorticated. The combination of allograft, autograft and bone morphogenic protein was meticulously placed in the l4-5 intertransverse space in the interest of completion of the 360-degree fusion effort. The patient tolerated the procedure well and no complications were reported. (B)(6) 2009: the patient underwent x-ray of chest due to pneumonia. Impression: low volumes. (B)(6) 2009: the patient was discharged.